Event description:
Related manufacturer reference number 3006705815-2022-00340. It was reported that one of the patient's leads had migrated. The issue was confirmed via x-rays. In turn, surgical intervention may be pending to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicated that a surgical intervention occurred on (B)(6) 2022 wherein the lead was repositioned and anchored to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.